Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 1331232 d.4. Medical device expiration date: 31-oct-2026 h.4. Device manufacture date: 27-nov-2021 d.4. Medical device lot #: 1335996 d.4. Medical device expiration date: 30-nov-2026 h.4. Device manufacture date: 01-dec-2021 e.1 initial reporter phone #: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe scale marking issues. The following information was provided by the initial reporter, translated from dutch to english: a thin line was observed in some syringes, presumably in the syringe (see attached photo). The line does not move, when the pestle is moved.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: two samples and one photo of 1ml luer-lok syringes were received by bd. A quality engineer was able to review the samples and photo regarding item #309648. Both syringes were received loose have an unknown black foreign matter particulate embedded in the barrel. The photo shows two loose syringes as described above. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1331232 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 1335996 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.